Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, it was noted that the haptic had come out to the anterior chamber three years later. The surgeon had observed the patient for a while and then iol fixation was performed because the patient's condition had not improved. After that, an iol dislocation was noted due to a haptic being broken. The lens was then exchanged. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).